Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). Two used samples were provided for evaluation. The returned samples were visually evaluated with no defect noted. To replicate the reported defect of the air-in-line alarm on the pump, each sample was attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned sample. Samples were also leak tested per specification with no leakages observed. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0.152in which meets the specification of 0.150-0.154 inches. Based on evaluation results, the reported defect was not confirmed. Due to complaints of this nature, an approved project is in place to further address issues of air in line. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 2: detailed inquiry description: issues with air-in-line alarming, despite troubleshooting. Running r/l, and line was changed 6.5hrs after started due to issue with air. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.